Manufacturer narrative:
D2b: pro code- dxe, kra.

Event description:
It was reported that loss of aspiration occurred. An angiojet solent proxi was selected for treatment.during the procedure, the device was used but failed to provide suction. The machine was restarted, and both catheters were re-primed, but the issue persisted. The procedure was completed with a different device. Thee were no patient complications reported.

Manufacturer narrative:
D2b: pro code- dxe, kra.

Event description:
It was reported that loss of aspiration occurred. An angiojet solent proxi was selected for treatment.during the procedure, the device was used but failed to provide suction. The machine was restarted, and both catheters were re-primed, but the issue persisted. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the angiojet failed to read the catheters that were being inserted. The device did not continue to pump or infuse saline after aspiration was lost. The system failed to read catheters and would not advance past that phase and was in thrombectomy mode by default. No visible defects, such as leaks, breaks, or kinks, were observed during the incident. There were no issues noted with any specific part of the device, such as the pump, mid-shaft, tubing, or luer.